Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a normal device changeout due to eri. Noise was observed when the lead was tested with the new ICD and after dft testing. Lead fracture was noted. Lead was capped and replaced.